Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 310 mg/dl. The bg level was addressed by changing the supplies and delivering a bolus via the pump. Additionally, the user has administered a manual injection to address bg level. Reportedly, the user suspects the cause of the bg level is the 30 degree infusion set. The user reported that the 90 degree infusion set is what is normally prescribed and used. It was reported that the 30 degree insertion angle may not be penetrating past the fatty layer of tissue to absorb insulin effectively. The user declined to troubleshoot with tandem's technical support.